Event description:
It was reported that a user experienced intermittent communication between the ilet bionic pancreas and a dexcom g7 continuous glucose monitor (cgm), including a brief sensor issue, a pairing failed alert, fluctuating bg display on the pump, and a large discrepancy between the pump reading and a contemporaneous fingerstick value; the user was advised to repair to the g7 and to replace the sensor due to impending expiration. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with findings aligned to electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.